Event description:
It was reported that the outer coating of the pgw jindo 300cm str .035 wire sheared- off distally from the core wire while inside the patient, but did not break-off. There were no particles left inside the patient's body. The product was stored according to IFU. There were no cracks or damages noticed in the coating prior to use.

Manufacturer narrative:
It was reported that the outer coating of the jindo .035 wire sheared-off distally from the core wire while inside the patient, but did not separate and nothing remained in the patient's body. The product was stored according to IFU. There were no cracks or damages noticed in the coating prior to use. There was no reported patient injury. One non sterile pgw jindo 300cm str .035 was received coiled inside of a plastic bag. The wire present a ptfe transversal cut at about 21 cm from the distal end; also it was observed that ptfe was displaced distally about 3 cm. Also, it was observed a 3cm longitudinal rupture located at about 10 cm distally from the transversal ptfe cut. Scanning electron microscope (sem) analysis results indicated that the separation surfaces presented evidence of cutting pattern and cutting marks which may have been caused by a sharpened tool. The lack of elongation in this separation surfaces suggests a pulling/ stretching event did not exist prior to separation. No other surface characteristics were observed that could have influenced to the peeled-off and separation conditions of the ptfe coating. The transversal cut and ptfe coating displacement may have influenced to the ptfe coating longitudinal rupture (peeling-off condition). Cutting by a sharpened tool may have been related to this transversal separation. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02425109. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported as "coating - delaminated" was confirmed as the product was received. The exact cause of the reported failure could not be conclusively determined. However, sem analysis results indicated that procedural/handling factors appear to have impacted the reported failure. Neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure. No corrective action will be taken at this time. It is unknown when and how the cutting pattern and cutting marks which may have been caused by a sharpened tool occurred. With the information available it is not possible to draw a clinical conclusion between the device and the event.